Event description:
Pt's home health care nurse (B)(6) to report error with curlin pump. Lithium battery low reported. Advised new pump will be needed. Pt's infusion completed via gravity. Pump serial number (B)(6). Pump available for return. No delay in therapy. No missed dosed. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.